Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-jul-2020 by a health care professional and which refers to a 35-year-old female patient. The patient has no reported medical history or allergies. The patient does not routinely use any medications or products. The patient had previously received treatment with juvederm and an unspecified filler. On (B)(6) 2020, the patient received treatment with 0.5 ml restylane kysse (lot 17994) to lips (unknown injection technique and needle type). Same day, on (B)(6) 2020, the patient experienced swelling(implant site swelling), pain(implant site pain), blanching(implant site pallor), firmness(implant site induration), tightness(skin tightness) and dryness(injection site dryness) to lips. The patient also had a purple bruise(implant site bruising) that was changing colors, from her cupid's bow to her nostrils. The hcp reported that the patient had developed a late-onset vascular occlusion(vascular occlusion). The patient was treated with ice and hylenex [hyaluronidase] by the hcp, but the adverse events have not yet resolved. The hcp stated that the color temporarily began returning to normal, but the blanching came back shortly after. As per follow up information received on (B)(6) 2020, the patient was an office staff member that was injected and experienced a possible occlusion following injection with restylane kysse. The patient was injected with hylenex and all symptoms resolved in regards to the occlusion. The patient was completely fine now, without any problems. The patient now only complained that she does not have the effect from the filler she wanted, because it was dissolved. It was also reported that the patient had experienced something similar with another filler (unspecified) in the past. No other information was available. Adverse events were resolved. Outcome at the time of the report: late-onset vascular occlusion was recovered/resolved. Swelling was recovered/resolved. Pain was recovered/resolved. Bruise was recovered/resolved. Blanching was recovered/resolved. Firmness was recovered/resolved. Tightness was recovered/resolved. Dryness was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 23-jul-2020 from an other health professional (injector) via front office staff. Second reporter, past filler treatment and outcome were updated.

Manufacturer narrative:
Pharmacovigilance comments: the serious adverse event of vascular occlusion was considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention. The non-serious adverse events of implant site swelling, pain, induration, bruising, and pallor, dryness at injection site, and skin tightness were considered expected and possibly related to the treatment. Potential contributory factor may have included an intravascular filler injection leading to vascular occlusion and subsequent ischaemic manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the reported lot number was valid.

Manufacturer narrative:
Pharmacovigilance comments: the serious adverse event of vascular occlusion was considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention. The non-serious adverse events of implant site swelling, pain, induration, bruising, and pallor, dryness at injection site, and skin tightness were considered expected and possibly related to the treatment. Potential contributory factor may have included an intravascular filler injection leading to vascular occlusion and subsequent ischaemic manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-jul-2020 by a health care professional and which refers to a (B)(6) old female patient. The patient has no reported medical history or allergies. The patient does not routinely use any medications or products. The patient had previously received treatment with juvederm. On (B)(6) 2020, the patient received treatment with 0.5 ml restylane kysse (lot 17994) to lips (unknown injection technique and needle type). Same day, on (B)(6) 2020, the patient experienced swelling(implant site swelling), pain(implant site pain), blanching(implant site pallor), firmness(implant site induration), tightness(skin tightness) and dryness(injection site dryness) to lips. The patient also had a purple bruise(implant site bruising) that was changing colors, from her cupid's bow to her nostrils. The hcp reported that the patient had developed a late-onset vascular occlusion(vascular occlusion). The patient was treated with ice and hylenex [hyaluronidase] by the hcp, but the adverse events have not yet resolved. The hcp stated that the color temporarily began returning to normal, but the blanching came back shortly after. Outcome at the time of the report: late-onset vascular occlusion was not recovered/not resolved. Swelling was not recovered/not resolved. Pain was not recovered/not resolved. Bruise was not recovered/not resolved. Blanching was not recovered/not resolved. Firmness was not recovered/not resolved. Tightness was not recovered/not resolved. Dryness was not recovered/not resolved.